Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation and because the device was not returned, the reported event could not be confirmed and a root cause could not be determined. Labeling: the instructions for use (IFU) warns on insufficient reprocessing by stating: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination on two occasions. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing and follow up is being performed with the user facility. The issue was not confirmed, as the scope was not microbiologically tested by olympus. Should additional relevant information become available, a supplemental report will be submitted.